Manufacturer narrative:
The associated devices were returned and evaluated and parts appear to be intact with no visible damage. A quality analysis was completed with the following results: both screw and plate were damaged from repeated attempts at insertion. Undamaged areas of plate did not show any manufacturing deviations. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported the peg advanced through the vlp tabs into the bone. The surgery was delayed to remove the peg through an incision in the back of the hand.

Manufacturer narrative:
The associated device was returned for evaluation. Visual inspection confirmed that the plate has one damaged locking/star tab. This will allow the screw to pass through the plate. A review of manufacturing records did not reveal any manufacturing deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history did not reveal any relevant complaints for this batch/failure mode; hence we believe this to be an isolated event. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.